Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
12/16/2013 follow up #4, the supplemental report send on 12/16/2013 should be "supplemental report #3" not "supplemental report #13".

Manufacturer narrative:
Follow-up # 1 (08/12/2013)-device evaluation:the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 08/08/2013 with the following findings: the alleged issue error 4 was confirmed when testing with control solution during investigation. The test strips were found to be expired as a secondary issue. The meter has been returned on 07/26/2013, but it has not been evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (08/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/26/2013 and 8/22/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 13 (12/16/2013), the patient's test strips have been evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, error 4 was noted with no assignable cause. In addition, the subject test strips were expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.